Event description:
Previously reported as suspected j retention wire fracture without protrusion. The correct event description is as follows: the lead was explanted due to a report of j retention wire fracture with protrusion through the outer polyurethane insulation with migration away from the lead body.